Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleging possible pump over delivery. Customer's blood glucose value was 51 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer state that drive support cap appears normal. The insulin pump will be return for analysis.